Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports, and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd catheter was kinking during insertion. The following information was provided by the initial reporter: "material no: unknown batch no: unknown. It was reported that the cannula is sheered and kinked with 22g insyte. Event description per attached email states: please see product complaint form attached from ckha regarding item j112359 (382534) ¿ catheter IV 20ga x 1.16in pink insyte autoguard blood control non winged. Cannula is sheered and kinked. This has occurred with 22ga insyte also. Sample kept for review."